Event description:
Attorney alleges that the patient was implanted with a bard/davol composix l/p. It is alleged that on (B)(6) 2010, the patient was implanted with the product in the course of an incisional hernia repair surgery. It is alleged that further to the implantation with the product, the patient has suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, hernia recurrence and further reparative surgery will be required. It is also alleged that the patient has continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, hernia recurrence. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. It is alleged that the patient experienced severe pain and suffering, including chronic pain. The patient has been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics. Attorney alleges that the patient will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care. Attorney also alleged that the device was defective. Note: the patient was also implanted with an unspecified bard mesh (bard flat mesh) and a claim of adverse patient outcome has been made against the device.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel obstruction, chronic pain subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists recurrence of hernia and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol composix l/p mesh (device #1). An additional emdr was submitted to represent the bard mesh (bard flat mesh) (device #2). Addendum: h.11: this is an addendum to the initial emdr (1213643-2021-08411). This supplemental emdr is submitted to correct the implant date in the event description. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient was implanted with a bard/davol composix l/p. It is alleged that on (B)(6) 2021, the patient was implanted with the product in the course of an incisional hernia repair surgery. It is alleged that further to the implantation with the product, the patient has suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, hernia recurrence and further reparative surgery will be required. It is also alleged that the patient has continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, hernia recurrence. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. It is alleged that the patient experienced severe pain and suffering, including chronic pain. The patient has been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics. Attorney alleges that the patient will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care. Attorney also alleged that the device was defective. The patient was also implanted with an unspecified bard mesh (bard flat mesh) and a claim of adverse patient outcome has been made against the device.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel obstruction, chronic pain subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists recurrence of hernia and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol composix l/p mesh (device #1). An additional emdr was submitted to represent the bard mesh (bard flat mesh) (device #2). Should additional information be provided, a supplemental emdr will be submitted.